Event description:
Customer complained that immulite estradiol quality control results were recovering outside (above and below) the control ranges. The customer continued to report patient results as the laboratory director instructed physicians to mitigate the patient results and to use ultrasound. There was no known report of treatment given or withheld based on the estradiol results.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite instrument. Analysis of the instrument did not show any instrument issues and indicates that the cause for the discordant estradiol qc data is unknown. The instrument is performing within specifications. No further evaluation of the device is required.